Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high pacing impedance.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out-of-range pacing impedance measurements despite two repositioning attempts. Another rv lead was successfully implanted. There were no adverse patient effects reported.